Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer stated they were hospitalized on (B)(6) 2021 for low blood glucose of 40 mg/dl. Customer stated the insulin pump was not delivering the necessary insulin. Customer¿s current blood glucose was 97 mg/dl. Customer treated their low blood glucose with food. The reservoir will not be returned for analysis.